Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Patient representative reported rupture confirmed by ultrasound. Patient later reported "I¿m can¿t sleep at night. I have to wear a bra to bed otherwise it¿s too uncomfortable". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to h6 adverse event problem: un-reporting a0412 material rupture as healthcare professional confirmed devices were intact. A150202 malposition of device is being used to capture the report of implants being "flipped". Reason for reoperation: suspected rupture; implants found "intact but flipped" during surgery device evaluation: based on the product analysis performed, the assessments of the complaints are: flipping: unable to observe as it is not related to the manufacturing process. Crease / folding of implant: observed creases on device. Changes in sleep habits: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d9, g2, h3, h6, h11.

Event description:
Patient's spouse reported left side rupture diagnosed via ultrasound. Healthcare professional later reported "despite ultrasound read of [left side] implant rupture, they were intact but flipped", "likely this was a fold issue", "defect in the implant even if there was no frank rupture", "implant malposition", "creases x2 noted", "unclear orientation in pocket", "bottoming out", and "high riding nipples". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.